Event description:
It was reported that a blood administration set was not able to be disconnected. This occurred during a patient infusion. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. However, a retained sample was visually checked. No deviation was noticed and the set was conforming as per product specifications. The evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.